Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) stat (short turn around time) - tnths stat on an e411 analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 12.49 pg/ml. The customer decided to repeat the sample since the patient previously had a tnths stat result of 28 pg/ml on (B)(6) 2016. The sample was repeated, resulting as 27.08 pg/ml, which agreed with the previous value. The patient was not adversely affected. The tnths stat reagent lot number was 138684. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Investigations have verified that there were no instrument or software problems. Since only one result was affected, a pre-analytic sample handling issue could not be excluded as a potential root cause.